Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the s1 neuroforamen.

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had pain complaints following the procedure. The surgeon determined via CT scan that the second implant was impinging on the s1 neuroforamen. Two weeks following the initial surgery, the surgeon performed a revision where he backed out the second implant a few millimeters to alleviate the impingement. No implants were removed. The patient's pain resolved following the revision surgery.